Event description:
In preparation for an endoscopic band ligation procedure, the physician selected a cook endoscopy 6 shooter saeed multi-band ligator. When the device was opened, the user observed there was a node (i.e. Knot) in the trigger cord. Upon eval of the returned device, we also noted the blue hook separated from the loading catheter. The user explained that the blue hook separated when the string was grabbed in an attempt to load the ligator onto the endoscope. A section of the device did not remain inside the pt's body. The pt did not require any additional medical procedures due to this occurrence. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Eval: our laboratory eval of the product said to be involved confirmed the report. The trigger cord has been twisted into a knot in one location. The knot measures 5 mm in length. One blue hook has separated from the end of the loading catheter and was included in the return. The outer diameter of the blue hook was measured at the proximal end and found to be within the appropriate specification. The inner diameter of the loading catheter was measured and found to be within the appropriate specification. No kinks or bends were noted in the loading catheter. A product discrepancy or anomaly that could have contributed to blue hook separation from the loading catheter was not observed during our analysis of the returned product. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a knot in the trigger cord could cause resistance when pulling the trigger cord through the endoscope with the loading catheter. If additional pressure is applied to the loading catheter, perhaps when resistance was encountered due to the knot, this could have contributed to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of blue hook separation from the loading catheter. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.